Event description:
It was reported that an arthroscopic medial meniscectomy and chondroplasty procedure on the knee was eventful. Following the surgery, the patient complained of pain. The patient saw an internist and x-ray was ordered, which showed a metal foreign body in the popliteal space. Approximately seven weeks after the initial surgery at another hospital, a distal end of the egress cannula was removed. An acl reconstruction was done. The broken piece is being retained by the hospital. The patient was sought legal counsel. No further information provided.